Event description:
Caller reported that the pump's screen was dark and would not turn on. Blood glucose level was recorded between 54-500 mg/dl (3.0-27.7 mmol/l), with no further questions regarding blood glucose needed. Technical support confirmed the pump was under warranty and arranged for its replacement. Customer agreed to use multiple daily injections as a backup therapy to ensure insulin delivery was not interrupted.